Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had unstable angina. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs class 4) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 95% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x16mm taxus perseus stent, with 0% residual stenosis. In addition a non-target lesion located in the mid right coronary artery (mid rca) with 70% stenosis was treated with balloon angioplasty. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with complaints of chest pressure and was hospitalized on the same day. Angiography was performed without revascularization. The event was considered resolved without residual effects and the patient was discharged.